Manufacturer narrative:
Upon receipt, the cardiomessenger was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During the analysis of the cardiomessenger, no deviation was found in relation to the observation. The dial-up test of the cardiomessenger into the mobile network was successful, as well as the connection and disconnection to test implants. Analysing the hmsc data shows that the cardiomessenger sent data irregular to the server of the hmsc. Based on the transmission history it might be assumed that the device has had poor mobile network connection available. However, no distinct root cause could be determined according to the available data. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. The visual, mechanical and functional analysis of the cardiomessenger revealed no indication of a material or manufacturing problem.

Event description:
An email was sent to the physician from home monitoring stating it appeared the patient was deceased on (B)(6) 2021. Coroner is requesting functionality testing and a report with any information on time of death or anything that happened to the patient around that time. Device is being returned. According to coroner, he was told no phone calls were made to physician or 911 regarding possible death, just the email sent to the physician. Patient was found several days later.